Manufacturer narrative:
.

Event description:
Physician reported left side "discovery of mediastinal lymphadenopathy, and supraclavicular lymph nodes". As a result of this "hodgkin's disease" was diagnosed, "3 treatments of abvd without bleomycin were given, and 2 treatments of beacopp and radiotherapy." Left side device was removed and replaced.